Event description:
This is a spontaneous case report received from a non-health professional in united states on 17-feb-2016 which refers to a female consumer of unspecified age who had essure (ess205) (fallopian tube occlusion insert) inserted in 2006. The consumer reported that since essure placement she experienced the following issues: miscarriage, sharp pain on left side, discharge all the time, heavy bleeding after sex, constant bladder infections, joint pain, metal taste in mouth, severe bloating, bowel issues, easily bruising lasting weeks, chronic fatigue, migraines, brain fog, forgetting things easily, mood swings, ringing in ears, heighten allergies, gluten sensitivity, boils, adult acne, extreme itching on hands, legs and stomach, insomnia, thyroid disease, blurred vision, unexplained fevers, dry skin, weight loss/gain, incontinence and enlarged uterus. She had a full hysterectomy leaving her ovaries (at the time of her report she was 4 weeks post operative). Company causality comment:this non-medically confirmed, spontaneous case report refers to a female consumer who became pregnant and had a miscarriage after essure (fallopian tube occlusion insert) insertion. Additionally, she had sharp pain on left side. She underwent a full hysterectomy leaving her ovaries (approximately 9 years after essure placement).only miscarriage is unlisted in essure's reference safety information. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance, which included failure to return for the essure confirmation test (hsg). In this particular case, although limited information was provided, an essure contraceptive failure cannot be excluded. Regarding the reported miscarriage, as it is the most common complication of early pregnancy, occurring in up to 20% of clinically recognized pregnancies at less than 20 weeks of gestation due to maternal conditions and fetal chromosomal abnormalities; causality with essure is considered unlikely. The reported pain was considered as related to essure, based on event's nature and considering device safety profile. This case was considered an incident, since device removal was required. A product technical analysis is being sought. No follow-up will be pursued due to lack of contact details

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.